Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, reporting source the reported condition of "failed drawer" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that full height main drawer 5 was not detected on the bus. The fse reported a thermal event; all controller boards were not working on drawer 5. The solenoid and position sensor were shorted. The fse replaced module controller board, drawer controller board, solenoid, and position sensor. Later, the fse rebooted device to diagnostics and troubleshooted device. After replacement, all components of drawer show to be fully functional. The report was closed. During dchu visual inspection: pn 353578-01: the "solenoid 12vdc latch" was received with signs of discoloration caused by excessive heat to the coil cover caused by a thermal event. During dchu testing: pn 353578-01: no dchu testing was required due to visible thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was previously determined to be an electrical failure that caused thermal damage to component u300 on the circuit board, affecting the communication and control of the cubie pockets. Subsequent analysis of the returned solenoid identified thermal damage in the coil of a faulty unit, which contributed to the failure by impacting the proper open/close functionality of the drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. As per part investigation, it was determined that there was an electrical failure that caused thermal damage to component u300 on the circuit board and on the solenoid coil. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height main drawer 5 was not detected on the bus. A field service engineer stated that a thermal event caused all controller boards to fail, and both the solenoid and position sensor were shorted. The module controller board, drawer controller board, solenoid, and position sensor were replaced. After troubleshooting, all components were fully functional, and the drawer was successfully assigned in the es application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.